Manufacturer narrative:
It was reported by customer that they are using 20 g nexiva single port with maxzero and they are having quite a few issues with power injecting through it. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following: rcc received a complaint via email. Email(s) attached. I have a customer using 20 g nexiva single port with maxzero and they are having quite a few issues with power injecting through it. They are saying they commonly pressure out more than their other nexiva catheters. They have no issues with 22 g diffusics, or 18 guage nexiva single port. They recently switched from a smiths jelco catheter, and mentioned the nexiva 20 g is causing issues more frequently than the jelcos. I wanted to see if there are any recommendations to the practice they are following below: we have the injector set for maximum pressure of 300 psi. This is across all protocols regardless of injection rate or IV size. Maximum injection rate is 5ml/sec, but most protocols use 3 or 4. Techs can lower on the fly if they don¿t feel like the IV is great, or patients have iffy veins. We use omnipaque 300 for regular cts, omnipaque 350 for all angio studies. We have a clip-on warmer on our injector, we do not keep our contrast in a warming cabinet.